Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/14/2026, it was reported that the patient experienced a skin reaction with redness, pimples or bumps and cellulitis, underneath sensor pod area only, which occurred 6 days after the sensor had been inserted in the arm. Per patient, when she removed the sensor after it failed last 06/13, she noticed skin reaction a day after on 06/14, (cellulitis, redness and bump) underneath the sensor pod area. She just cleaned the area and waited for it to get better but seems like it's not. Said the skin reaction spreads like 2/3 underneath the sensor pod area. She was worried and decided to call her doctor same day she didn't go to any medical facility on this day. Instead, they did a virtual check up with her doctor through face time. She was prescribed antibiotic -doxycycline (100mg per pill, twice a day for 7 days). She called again her doctor on 06/15 and was advised continuing the prescribed antibiotics unless it gets worse. Said she continue her medicine and got better. Yesterday, on 06/23, she sent a picture to her doctor to let them know the status of the skin reaction and they emailed her through their health portal saying that she should come in physically at the clinic since they couldn't tell if it was still infected. She went in at urgent care same day (B)(6), they looked at it and confirmed it looks okay and healing, no further medication/treatment/medical procedure provided. The patient finished the medication since it's only prescribed for 7 days (from 06/14 to 06/21). Said as patient spoke with technical support we spoke, all the redness are gone, it's now healing and patient is doing fine. At the time of the report, patient condition was stable. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).